Event description:
It was reported via repair work order that the bumper strip was broken and missing with reported sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.